Manufacturer narrative:
B2 correction: the initial report included life threatening in error regarding outcome attributed to adverse event. In addition, the initial report did not include hospitalization in error medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jun-2020 from a healthcare professional (hcp) who reported that after the pump refill the patient was sitting in the room and became verbally unresponsive and appeared to be in a ¿trance¿. Her o2 saturations remained stable in the 92-95% range but she would not respond to verbal input. She was given a dose of narcan intravenously and became verbally responsive. After approximately 20-30 minutes, she again became verbally unresponsive and was sleeping quietly. Her o2 saturations at that point were in the 90-93% range and she was started on supplemental oxygen. This continued for several hours. She was eventually admitted to the hospital and made a full recovery overnight. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_refillkit_acc, lot/serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl at an unknown dose rate via an implantable pump for spinal pain. The patient¿s medical history included chronic pain. It was reported that the event occurred during a procedure. The patient had a pump refill today where the concentration of fentanyl was increased from 4000 mcg/ml to 5000 mcg/ml. Following this the patient became non-verbal. No diagnostics/troubleshooting was performed. The patient was administered narcan in the clinic several times to which she had a positive response, returning to her normal self. The patient returned to baseline and was released without further incident. The issue was resolved as of (B)(6) 2020. No surgical intervention occurred, and no surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) That patient was taking at the time of the event was percocet. The patient¿s weight was unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event. Additional information was received from a consumer on 2020-may-18. The patient went to their hcp on (B)(6) 2020 to have their pump refilled and they overdosed her. It was noted that they usually fill the pump and have the patient out of the door. This time the hcp told her to wait for 20 minutes in the waiting room to make sure she did not have any adverse reaction. They had also told her they will fill the medicine really slow. It was described that they pushed it in like 5 second increments. The patient was guessing 1 cc at a time. It took 1 minute and 30 seconds to push the medicine in. It was noted that the hcp had never done it like this before. It was further noted that the hcp also told the patient at her refill appointment that he had other patients who had some reaction where the medicine leaked into their system and one patient had overdosed. The patient found it odd that it was the first time the hcp mentioned about it. The hcp had already pulled 4.5 cc that was left in the port and was putting the syringe in and telling the patient all this about other patients. It was noted that the patient knew no further details about those other patients, only that they knew one guy overdosed and it almost killed him. Refer also to MFR report # (B)(4) and MFR report # (B)(4) regarding alternate events / other patients. It was further reported that the patient was waiting in the waiting room and she went down and remembered nothing until 11 pm. The clinic and the hospital were in the same building and they rushed her to the emergency room (ER). The patient was totally unresponsive from 9 am to 11 pm. The patient woke up at 11 pm scared and did not know where she was, who she was, and where she has been since the morning. She spent 2 days in the hospital. They had to put her on bipap, her respiratory rate dropped to 5. They put her on narcan to reverse it. They were asking her about her blood glucose, and she knows that she has no diabetes. They asked her about her narcolepsy and if she had any problems breathing with that. It was further reported that it messed with her mind. She spent the last 2 days crying because she has been so scarred, so mad, and distraught over what happened which scared her to death. The patient trusted this hcp with her life for the last 6 years with si joint procedures, pain pump, scs (spinal cored stimulation) device, and drugs. The patient had never questioned anything he has done for her because he had been so good and smart. When this happened, and for the hcp not to call her husband for 5 hours, the patient felt maybe the hcp was hiding and feeling guilty. Now they are trying to tell her she has to pay for the hospital. The patient was scarred to have the pump filled again. The patient did not want to have it taken out because it changed her life. The patient did not want to go back on oral narcotics and she has narcolepsy anyways, stating that ¿it will eat her liver.¿ that's why she had the pump in because they had her on morphine, percocet, and vicodin. It was noted that the pump totally changed her life. The patient was inquiring about any information on whether there was a known issue with the port or the batch of needles that may have gone faulty or if it was an hcp mistake. The patient was trying to understand what went wrong because it never happened before. The patient was waiting for hcp to call them back to find out what happened. The patient was to follow-up with their hcp to determine the cause of the overdose. Additional information was received from the consumer on 2020-may-20. The patient stated they wanted to know if the refill kit was faulty or under a recall. The patient stated the hcp told them the clamping tool was not clamping down tight on the tube. The patient stated the hcp had to clamp it down with a hemostat so that no other patients had a reaction.